Manufacturer narrative:
Patient identifier, age, sex, weight, ethnicity, race - unk. Date of event - unk. Implant date - unk. Device manufacture date - unk. Claim#: (B)(4).

Event description:
The reporter states an implantable collamer lens was implanted into the patient's eye. The surgeon reports possible too shallow vault. Attempts to obtain additional information have not been successful.